Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was verified that the unit has good ac going into the power supply, but no 24 dc volts going out of the power supply to the pm pcba. The rse provided parts ID for a power supply replacement. The customer replaced the power supply to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is not charging on alternating current (ac), and only operates on battery. No ac power. It was reported there was no patient involvement at the time the issue was discovered. The device was being used to create a treatment plan for respiratory assist. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was verified that the unit has good ac going into the power supply, but no 24 direct current (dc) volts going out of the power supply to the power management (pm) printed circuit board assembly (pcba). The rse provided parts ID for a power supply replacement. The investigation is ongoing.